Manufacturer narrative:
Serial number - unknown/not provided. Unique identifier-UDI is unknown as serial number was not provided. Manufacturing date - unknown/not provided. This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510 (k) # k121091. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported the surgeon reported noticing the misplacement of the incisions after a catalys procedure. Surgeon reported that he requested system to do arcuate incisions at 83 and 263 degrees but after treatment he noticed that there is something wrong for the incision and the 45-degree cyclotorsion was aligned with different axis. Surgeon reported that the 45-degree/cyclotorsion for arcuate incision and main incision were done completely. However, prior to using phaco, finding correct axis for main incision, he was doing cataract surgery without opening up the arcuate incisions, main incision by catalys. Although, prior to surgery patient had 2.0 diopters of astigmatism, the surgeon is reporting that patient is having complicated astigmatism according to first day post op. +2.50 -4.75 149¿ (mixed astigmatism) first day post op.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
During follow up the following info was provided: pre-op: -5.0 x -2.0 x 170. Best corrected visual acuity (bcva) 0.8. Post-op: +2.5 x -4.75 x 149. Bcva 0.3. A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.